Event description:
It was reported that during implant procedure this implantable cardioverter defibrillator (ICD) system failed defibrillation threshold (dft) testing as a result, the physician made the decision to use an additional coil and reprogram polarity. It was noted that this system was placed in a healthy amount of adipose tissue. This ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.